Event description:
.

Manufacturer narrative:
No reporter info was available and we were unable to try to obtain additional info. Conclusions - a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).